Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple cables and power sources. Customer reported elevated blood glucose (bg) levels between 278-358 (mg/dl). The customer delivered a bolus to treat elevated bg levels and stated due to reported issue, the pump is only being used to deliver boluses. During troubleshooting with tandem technical support, customer was reminded that disconnection from the pump interrupts basal insulin delivery. Customer acknowledged.